Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation, therefore, omsc could not evaluate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device, and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from (B)(6), there was the possibility that the reported phenomenon was attributed to the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(4), it was found that the coating on the insertion tube of the subject device was partially peeled off. There was no report of patient injury associated with this event.